Event description:
It was reported that a message interrupted insulin delivery, but the caller could not locate the message in the system history and did not remember its content. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.